Event description:
It was reported that an ilet pump¿s screen was cracked, with the user unable to recall how the damage occurred, and a replacement device was provided while the user continued therapy. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included complaint handling and inspection of the returned device. Investigation of this case revealed physical damage to the display component consistent with a broken or cracked screen, with the device otherwise functioning and cgm use continuing as normal. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.